Manufacturer narrative:
This report is associated with (B)(4) biotene oral rinse (unspecified variant).

Event description:
Kidney cancer [renal cancer]. Was using biotene but that burns too/burning lips [burning mouth]. Arm itching/ hand itching [itchy upper limbs]. Skin dry [dry skin]. Tongue was on fire [burning tongue]. Nausea [nausea]. Dizziness [dizziness]. He had lost his taste [taste absent]. Case description: this case was reported by a consumer via other manufacturer and described the occurrence of burning mouth in a male patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene oral rinse (unspecified variant). On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced burning mouth, renal cancer (serious criteria gsk medically significant), itchy upper limbs, dry skin, burning tongue, nausea, dizziness and taste absent. The action taken with biotene oral rinse (unspecified variant) was unknown. On an unknown date, the outcome of the burning mouth, renal cancer, itchy upper limbs, dry skin, burning tongue, nausea, dizziness and taste absent were unknown. The reporter considered the burning mouth to be related to biotene oral rinse (unspecified variant). It was unknown if the reporter considered the renal cancer, itchy upper limbs, dry skin, burning tongue, nausea, dizziness and taste absent to be related to biotene oral rinse (unspecified variant). Additional information: adverse event information was received on 08 may 2018 via other manufacturer (pfizer). Patient reported that he started on sutent at 50 mg daily for 2 weeks son / 1 week off for kidney cancer (adjuvant use). States that he is on his one week break and due to start up again on wednesday. States that his arms and hands were constantly itching. States that he did not notice any rash or marks and had tried several lotions-stated skin did not look dry. States that his tongue was on fire. Burning as well as the inside of his lips. States was using biotene but that burns too and had a prescription for a medicated mouth rinse to help numb that he was waiting to get still. States that he had some nausea and had a pill to take but had not needed it. Also reports having dry mouth, dizziness and that he had lost his taste. This report is being resubmitted to capture corrections. The information was received on 08 may 2018 and is as follows: sutent was added as a co-suspect product. The start date of sutent was (B)(6) 2018. Additional concomitant medications included metoprolol, omeprazole (prilosec), simvastatin and metformin. The start date of the biotene and the onset dates of the events were not reported.